Manufacturer narrative:
The manufacturer received information alleging a trilogy ev 300 ventilator is not reading proper returns. There was no harm or injury reported. During preventative maintenance, the flow verification test failed. The system pcb and display pcb were replaced, when power was connected to the unit it still does not power on. The display has the backlight lit but no parameters visible. The customer requests to load latest software to unit to correct issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the philips investigation lab (pil) for evaluation and the failure of the machine flow sensor was confirmed due to contamination of the device. The machine flow sensor was scrapped.

Manufacturer narrative:
H3 other text : pending outcome of eval.

Event description:
The manufacturer received information alleging a trilogy ev 300 ventilator is not reading proper returns. There was no harm or injury reported. During preventative maintenance, the flow verification test failed. The system pcb and display pcb were replaced, when power was connected to the unit it still does not power on. The display has the backlight lit but no parameters visible. The customer requests to load latest software to unit to correct issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.